Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 305 events were previously reported during the reporting period; however, 2 previously reported events in this report should have been included under MFR report#: 0001811755-2020-02960. 303 previously reported events are included in this follow-up record. Product return status: 37 devices were received. 264 devices were evaluated in the field. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 303 malfunction events in which the device had paint chips missing. 303 events had no patient involvement; no patient impact.

Event description:
This report summarizes 303 malfunction events in which the device had paint chips missing. - 303 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 303 previously reported events are included in this follow-up record. Product return status 39 devices were received. 264 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 305 events were reported for this quarter. Product return status: 27 devices were received. 237 devices were evaluated in the field. 41 device investigation types have not yet been determined. Event confirmation status: 264 reported events were confirmed. Evaluation results: 264 devices were found to be affected by missing paint chips. Additional information: 305 devices were not labeled for single-use. 305 devices were not reprocessed or reused.

Event description:
This report summarizes 305 malfunction events in which the device had paint chips missing. 271 events had no patient involvement; no patient impact. 34 events had insufficient information received.